Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned vascular treatment was being performed when the issue occurred and was completed when the customer manually centered the c-arm with the table. The philips field service engineer (fse) visited system onsite and confirmed that the system's c-arm was unable to perform 3d rotations. The review of system log files showed collisions for the z1 and z2 axis. Upon troubleshooting, the fse stated that the c-arm was not aligned with the table and needed a recalibration. To resolve the issue, the fse performed all c-arm geometry 3d calibrations and verified the system functionality, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's c-arm was unable to perform 3d rotation. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.